Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the reported meter serial number is unknown, therefore the device manufacturer date for is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 2:30 p.m., she received a reading of 152 mg/dl on her adc blood glucose meter, which was lower than a reading of 498 mg/dl obtained on a hospital meter (unknown date and time). Customer further reported she received unspecified treatment as a result of the reading issue but provided no additional information as she declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.